Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy procedure, the needle broke in half and disengaged into patient cavity during closure of vaginal cuff. An xray was used to locate the remainder of the needle. The needle was located on the xray however, it could not be found in patient. This resulted in delay of surgery since an hour was spent looking for needle. The surgeon decided to close transvaginally with suture.